Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens will be explanted due to the development of a cataract.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, vision, loss of, explanted. Evaluation: method: medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Medical review - the icl is indicated in patients (B)(6) years of age. There is a much greater risk of cataract in patients over (B)(6) post icl implantation. The patient in this case is over (B)(6). Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the (B)(4) clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).

Event description:
Additional information received - the icl was explanted on (B)(6) 2011. Cataract surgery was performed and an iol was implanted. The patient's va was 20/30 and prognosis is good.

Manufacturer narrative:
(B)(4) (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.